Event description:
A 8f millennium platform angio-seal device was used to seal the arteriotomy site post percutaneous right superficial femoral angioplasty. Hemostasis was not achieved and manual compression was applied. Three days later ultrasound imaging demonstrated a "flap" in the artery, which reportedly was the anchor. An angiogram revealed stenosis of the right common femoral artery, in addition, an intra-vascular ultrasound revealed what was thought to be collagen in the artery. Five days later, the pt underwent surgical revascularization of the right femoral artery. The angio-seal anchor, collagen, and suture were removed. The pt reportedly recovered and was discharged 14 days later. The st. Jude medical rep reviewed the deployment with the physician. The physician alleged that he did not apply enough tension on the suture when the collagen was tamped and was not able to position the anchor at the vessel wall, therefore collagen could have been introduced intra-arterially.

Manufacturer narrative:
Originalhas the wrong date for b4 "date of this report". Correct date is 02/22/2006